Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012, inratio: 5.9, lab: 1.3. Caller did not provide pt specific or technique information but stated that all operators are experienced on the inratio meter.